Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they never had therapeutic benefits since they were implanted. Patient stated if they took medication before they went to bed they would get a couple hours of sleep and when they woke up to have to go to the bathroom they would take another medication and get another 2-3 hours sleep. Patient said last night there was no difference and they were doing less than 2 hours and woke up 5 times during the night. Agent asked patient if they felt any kind of stimulation sensation and patient said they hadn't felt it yet and it was not all the time and it came from time to time. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.